Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that during an infusion of normal saline, there was a leak from the pump segment. It was noted that the nurse replaced the alaris pump infusion set and the bag of normal saline at that time. Report states, "it is possible that the alaris pump channel could have contributed."